Event description:
Vague report from baxter-france in which customer reports overinfusion. Report indicates therapy was completed after 24 hours when it should have been completed in approximately 48 hours. The device contained 5fu and d5w for a total volume of 240 ml. No additional information available regarding patient, patient outcome, time infusion was started and ended, or whether medical intervention was required. There was no report of injury to the patient.